Event description:
It was reported by the physician that after experiencing two falls the patients' implantable pulse generator (ipg) was no longer working, however it is not clear what was meant by not working anymore, as no device or patient stimulation issues were identified. The patient underwent a procedure in which the ipg was explanted and replaced with a new device. It is unknown if the falls are device related, but the patient did not experience any stimulation issues. The patient is doing well post operatively. The ipg will not be returned for analysis as it was retained by the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.